Event description:
The customer returned the product for a defective cassette sensor, during device evaluation, the dso sensor was confirmed to be faulty. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no applicable history. The customer issue was confirmed through functional testing per performance verification tests (pvt). Additionally, multiple instances of "cassette not attached properly" were identified in the event history review. The downstream occlusion sensor was found to be the root cause of the problem as it was over glued. The dso sensor was replaced, and calibrated dso. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.